Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment, tissue damage and unchanged mitral regurgitation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had restricted and calcified leaflets. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing the leaflet to tear. Mr remained at a grade of 4 and no additional clips were implanted. There was no clinically significant delay in the procedure. The following day, the patient underwent mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to patient anatomy (restricted mitral valve and calcified leaflets). Additionally, mitral regurgitation (mr) and unspecified tissue injury are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury (torn leaflet) resulting in mr are the cascading effect of slda. The hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.